Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of other chronic/intract pain (trunks/limbs). It was reported that the patient¿s device was not functional. It was reported that the battery pack was dead and hadn¿t been working. The date of event was unknown. MRI guidelines were requested because of a stroke that was unrelated to the device or therapy. No symptoms related to the device or therapy were reported and no complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional regarding the patient. It was reported that the device turned out to be MRI compatible, the imaging was successfully performed. The doctor who ordered the MRI was an in-house doctor, who did not put the sticker on patient's paperwork, therefore, no name was available for the hcp. Patient's weight was (B)(6) pounds. It was unknown what was done to revive the device but patient was fine after the imaging was performed and had no complaints about anything. No further complications were reported/anticipated.